Event description:
A pump malfunction was reported, with no significant events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the malfunction code, and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappears, which the caller understood and acknowledged.